Event description:
Initial phosphorus result for a control sample was 9.1 mg/dl. When repeated, the result was 2.8 mg/dl. The field service rep investigated and found the sample probe was bent. He repaired the instrument by replacing the sample probe.